Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that support was stopped for the pt on (B)(6) 2011. This is the second lvad pump for this pt; the first lvad was exchanged due to outlet obstruction.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.